Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed and reproduced the reported symptom false upstream occlusion. Evaluation found the ultrasonic sensor reading was below specification, making the pump more sensitive to upstream occlusion alarms. The upstream sensor was replaced to correct this condition.

Event description:
It was reported that a spectrum pump experienced a false upstream occlusion alarm. It was also reported that there was no patient involvment.